Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent an inguinal hernia repair and a tubal ligation and surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and a sling was used. The mesh was removed in (B)(6) 2009 due to erosion, pain and incontinence. Additional mesh was removed in (B)(6) 2010. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, bilateral paravaginal defect repair, bilateral sacrospinous fixation, repair enterocele, perineorrhaphy, bilateral tubal fulguration and cystoscopy due to pelvic floor relaxation, stress urinary incontinence, desires sterilization, left linguinal hernia and anterior fascicular adhesions. It was reported that the patient underwent mesh revision (anterior and posterior) on (B)(6) 2010 for mesh erosion, dyspareunia, stress urinary incontinence and pudendal nerve release. It is reported that the patient underwent surgery (B)(6) 2009 for pelvic adhesions and fenestration of a left ovarian cyst. (B)(4).

Manufacturer narrative:
(B)(4). At the time of mesh implantation the concurrent procedure of a transabdominal left inguinal hernia repair was performed. It was reported that the patient underwent excision of exposed vaginal mesh on 10/06/2009 along with cystoscopy with excision of bladder adhesion, biopsy & right retrograde pyelogram. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00021. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).